Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 600 mg/dl to 900 mg/dl, and disoriented. The cause of elevated bg was unknown, however customer believes there was an issue with the non-tandem senor and cannula. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.